Event description:
Procedure type: ladg - laparoscopically assisted distal gastrectomy. According to the reporter: after the first firing and resection, the surgeon opened the device jaws, and noticed the staples were malformed and bleeding occurred. The pt side tissue was excised and the procedure was completed. There was no bleeding reported in excess of 250 cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).